Event description:
Customer reported that he experienced high blood glucose. Symptoms were frequent urination, nausea and dizziness. Customer contacted his doctor and has a backup plan. Customer reported that insulin squirts out. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Bolus are recorded correctly in the bolus history. Troubleshoot was not completed as the customer got disconnected. Current blood glucose value is 136 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.